Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the vela ventilator, the vti (inspiratory tidal volume) volumes are out of specifications. The customer confirmed the altitude is set in the correct location and also cross checked with a ventilation analyzer to confirm the issue. The customer reported no patient involvement associated with this event.